Event description:
Vf recording from (B)(6) 2023 shows what appears to be external artifact on the ra and rv channels leading to vf detection. Therapy was not delivered. Lead evaluation in office and evaluation of patient history was recommended. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.